Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in maintenance. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found all four broken casters with supports and main bearing inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced all four broken casters with supports and main bearing to resolve the issue. Based on this info, no further action is required.